Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged slough, infection, swelling, and pain are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 29-jan-2020, the following information was reported to kci by the patient: on 28-jan-2020, v.a.c.® therapy was removed due to the activ.a.c.¿ ion progress¿ remote therapy monitoring system not being placed correctly. The hole in the v.a.c.® drape was not cut the correct size and allegedly caused technical issues with the device. The patient allegedly experienced pain and swelling. The patient stated the device was turned off at times due to discomfort and to shower. The patient was going to the physician on (B)(6) 2020 and the home health would reapply v.a.c.® therapy later in the day. On 04-feb-2020, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was on hold since 31-jan-2020 allegedly due to an infection. No additional information available. On 07-feb-2020, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was still on hold allegedly due to swelling. On 11-feb-2020, the following information was reported to kci by the nurse: the patient underwent sharp debridement on (B)(6) 2020 to remove slough. The patient went to the emergency room due to an infection. It was not documented if the infection was related to v.a.c.® therapy. On 13-feb-2020, the following information was reported to kci by the nurse: the patient continued v.a.c.® therapy on (B)(6) 2020. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.